Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was brought into the or and the previous incision was opened back up to look for an infection. No infection was found so it was washed out and re-sutured. If additional information is received, a follow-up report will be submitted. Please see report number 2649622-2016-02649.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0z14g, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient was having a scalp surgery revision on (B)(6) 2016. No devices had been explanted at the time of this event. The cause of the event was unknown and it was unknown if the issue was resolved. The patient's indication for use is parkinson's dual and movement disorders. No symptoms, cause, troubleshooting, or outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #2649622-2016-02649.